Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: discontinue use if an allergic reaction occurs. " "replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." "Assess device placement and patient¿s skin at least every 2 hours." "Not recommended for patients who are: experiencing skin irritation or breakdown at the site "not made with natural rubber latex". The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient got rash from the purewick female external catheter and they wanted to know if it was made of latex. No additional information was provided. Patient had been using purewick products for more than 90 days. Per follow-up via phone on (B)(6) 2022, it was reported that the patient had a latex allergy and when used the purewick female external catheters, the patient broke out with rashes, sores and a itching. The doctor had given cream to assist with the rash.